Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis, became ill, lost consciousness/passed out at home, and feel like can't do a lot coincident with dianeal therapies for kidney dysfunction. Dianeal therapies were ongoing. During a call with baxter (B)(4) customer services, the following was reported. On an unreported date, the patient experienced peritonitis. On (B)(6) 2012, the patient was hospitalized for the event. The patient felt that the gel, quick-care waterless hand sanitizer was the cause of peritonitis because the nozzle got clogged and had to be cleared in order to use it. The patient was not treated with any medication in the hospital. On (B)(6) 2012, the patient was discharged. On (B)(6) 2012, while at home, the patient became ill. On an unreported date, the patient lost consciousness/passed out at home. On an unreported date, the drain bag was cloudy. The patient received home care and was treated with ceftazidime and heparin for 21 days. The patient felt the peritonitis was still there as he felt he can't do a lot (onset not reported) lately as compared to before getting peritonitis. The patient had not yet recovered from this peritonitis event at the time of this report.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.